Manufacturer narrative:
Verification test was not completed because at the time of this report the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As add¿l info becomes available, a f/u report will be submitted.

Event description:
It was reported that while using a demo unit, there was intermittent problems with a significant reduction in power when using the cut setting. No injury to pt reported.